Event description:
It was reported air bubbles were observed on the arm of the stopcock tube when attempting to flush the sheath while the device was in the pt. Another device from the same reorder, different lot was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
One 8.5f swartz introducer was received for evaluation. The introducer was tested for leaks by connecting the stopcock using pressure and clamping off the shaft 3.0 inches distal from the hemostasis body. The device was submerged in mater and a leak was detected. The leak was located between the sleeve and sheath tube. Cross sectioning the hemostasis body open revealed the leak was caused by a bonding issue between the hub and the sheath/sleeve. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance. The device was sent for additional testing. Should further relevant information be provided, a supplemental medwatch report will be filed.